Event description:
It is reported that the customer had high blood glucose levels of 457 mg/dl. The customer treated with manual insulin injections. The customer showed symptoms of fatigue and small ketones. Troubleshooting was done. The customer was advised to change the entire infusion set and treat per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.